Event description:
It was reported that, "revision of loose cup because of impingement."

Manufacturer narrative:
The device was not returned to the manufacturer. Additional information has been requested and if received will be provided in a supplemental report.